Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 7 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. Several motor error and bad battery alarms were found in the alarm history. Both the customer and the dr wanted the insulin pump replaced. They did not feel comfortable continuing the use the insulin pump.